Event description:
Customer reportedly received blood glucose result of 432 mg/dl on the advantage system and 152 mg/dl on professional device within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.